Event description:
Captiva spine distributor representative contacted captiva to indicate that a caplox ii final torque driver did not have a solid connection between the distal tip and set screw. There was a dural tear and medical intervention was required to repair the tear. The procedure was completed and there were no further issues. The instrument was returned and inspected. It was found to be conforming to specification and functioned as intended.